Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the left cylinder on the implant would not deflate after a trial inflation. Manual manipulation to correct a 30 degree curvature had been performed and the tubes from cylinder to pump were rubber shodded with 1 click. The implant was removed and reseated twice; however, would still not deflate. The implant was removed and after cutting back the corporotomy proximally to check there was no tubing occlusion, the implant was replaced with a new 20cm implant. The new implant inflated and deflated reliably.